Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 5 years. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricle assistance device (lvad) on (B)(6) 2013. It was reported that the patient reported melena and feeling tired and was admitted to the hospital for gastrointestinal bleeding. An endoscopy was performed and clips placed. The patient reportedly felt better and was discharged to home on (B)(6) 2018. No additional information was provided.